Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory manager (tm) reported and confirmed by reading the log-files that the secondary energy was out of range. The tm modified the training to assure that the laser tech receives the needed info. The tm successfully completed the system verification. No parts were returned for eval. Conclusions: based on the results of the investigation, the root cause was the secondary energy was out of range. (B) (4)

Event description:
Adverse event: interrupted procedure. Malfunction: readings too high error message. A technician reported in the middle of the second procedure of the day the laser displayed 120% secondary energy too high error. The surgeon reported no pt injury.